Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer's parents stated that the insulin pump had pumped half of the reservoir into the customer. The customer's parents also stated that the insulin pump had six alarms in the alarm history. The customer's nurse stated that in the memory, alarms were followed by a rewind. Nothing further was reported.